Event description:
A radiation therapy plan on a single slice hand contour and the point dose information was different than the prescription dose. The plan consisted of only 1 point with no blocking. The prescription dose = 5039.99 cgy with the point dose = 5002.35 cgy.